Event description:
Per the published literature, a physician reports that a pt with retinitis pigmentosa underwent uneventful bilateral phacoemulsification. Surgery in the right eye was eventful. In the left eye the preoperative refraction in the left eye was -7.25 - 0.25 x 020. The axial length was 25.5 mm and the acd was 2.77 mm. An akreos adapt iol was implanted, with a target refraction of -4.89 d. Three weeks postoperatively, the refraction was -6.00 - 0.25 x 090 and the cdva was 6/60+1. Further visual improvement was prevented by maculopathy. Eleven months later, the refraction was -4.75 - 1.00 x 060 with a cdva of 6/36. Anterior capsule phimosis was noted; the haptics were visibly rotated anterior to the periphery of the optic, with a clear space between the optic and the anterior capsule. The acd was 4.0 mm in the right eye and 5.1 mm in the left eye. The optic in the left eye was 1.5 mm posterior to the iris plane. An nd: yag laser anterior capsulotomy did not change the lens position or refraction. The pt declined further surgical treatment.

Manufacturer narrative:
Hyperopic shift from posterior migration of hydrophobic acrylic intraocular lens optic. J cataract refract surg 2010;36-161-3. (B)(4). Retinitis pigmentosa is associated with aggressive capsule fibrosis. The posterior displacement of the iol optic is secondary to capsule contraction.